Event description:
It was reported that a whitish fiber was found in the cardioplegia circuit below the device at priming. No pt sequelae were reported.

Manufacturer narrative:
Device evaluation begun, but not yet completed.